Manufacturer narrative:
Approximate age of device- 1 year, 2 months. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate 3 lvas IFU lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 patient handbook, also provide care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient reported a small amount of purulence and some pain at the percutaneous lead (driveline) exit site while changing his dressings. Patient was admitted on (B)(6) 2019. Driveline and blood cultures were taken. Driveline culture came back positive for staphylococcus while blood cultures were negative. The clinician reports infection is believed to be related to trauma at the driveline exit site. Patient received IV zozyn and continues to receive IV vancomycin. Clinician reports the infection appears superficial, patient's white blood cell counts have decreased and drainage and erythema around the exit site are improving. Head CT and ultrasound were normal. The patient reports a decrease in pain at the exit site. The continued plan of care is to continue IV antibiotics with daily driveline dressing changes until discharge. No additional information was provided.